Event description:
It was reported that the 2800 system locked up with a communications error message. Also the system would not print images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was upgraded with new components during the service call. The system was tested and found to be working as intended and put back into service.